Event description:
Additional information. No reprogramming was performed, and the patient was going to follow up with the physician regarding the burning sensation. Later it was reported the patient was scheduled to have a new system implanted, but the date of the surgery was unknown.

Event description:
It was reported the patient felt an intermittent burning sensation whether the stimulation was turned on or off. The uncomfortable sensation was also created through palpation with the stimulation off. Impedances were measured and the results showed there were low impedances. Electrodes 0/8 were <(><<)>70 ohms. It was noted there were no programs using these two electrodes together. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3777, lot #v789804011, implanted: (B)(6) 2011. Lead: model 3777, lot #v789804010, implanted: (B)(6) 2011. Programmer: model 37743, serial #(B)(4). Recharger: model 37752, serial #(B)(4).